Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/16/2015. The fse found the hemoglobin (hgb) chamber was contaminated with white precipitate buildup. The fse cleaned the hgb chamber, which repaired the low hgb on controls. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the hemoglobin (hgb) on the unicel dxh 800 cellular analysis system was recovering low on controls. The customer stated the unit is down. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.